Event description:
Customer reported being hospitalized for high blood glucose levels. Customer declined troubleshooting at time of call. Customer called back and stated that troubleshooting had been performed in past. It was reported tha tpump passed lead screw test but that high pressure test was not performed. Customer is not comfortable with pump and stated that 2 medical doctors recommended pump be replaced.